Event description:
The pt reports undergoing bilateral cataract surgery with implantation of the crystalens. Immediately postoperatively, the pt began experiencing severe glare and starbursts at night and difficulty with night driving. The pt also describes seeing a multi-colored line in the middle of her visual field. The pt was referred to a specialist. Additional info has been requested from the surgeon. Reference MDR #2031924-2010-00084.

Manufacturer narrative:
The device history records were reviewed, and there were no discrepancies or unusual findings that relate to the reported issue.